Manufacturer narrative:
Product complaint :(B)(4). Investigation summary : the device associated with this complaint was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screws are broken out of trial. Surgeons are complaining.

Manufacturer narrative:
Product complaint # pc (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.